Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump has been giving no delivery alarms. Customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer was dehydrated, severe headaches and dry heaves. Customer states that the blood glucose was around 500 mg/dl at the time of the emergency room visit. Customer was wearing the insulin pump at the time of hospitalization. Customer reports the alarm was resolved by a complete infusion set change. Nothing further reported.